Event description:
Intergel used after laparoscopy in 2003. Adverse reaction to gel-pain, low level queasiness. Dr. Is trying anti-inflammatory after ruling out other possible problems. Also had minor infection around stitches.